Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products - van ps open intl fem-lt 62.5, catalog #: 183126, lot #: j363265. Biomet bone cement 1x40g, catalog #: 3035890011, lot #: a511al1502 and vngd ps tib brg 10x71/75mm, catalog #: 183640, lot #: 464320. Report source - (B)(6). PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510k number k915132. The device has not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eight months post-implantation due to the locking bar backing out. Attempts have been made and additional information on the reported event is unavailable at this time.